Event description:
The pt is a 60 year old female with nasal tracheal intubation due to respiratory insufficiency. Less than 5 mins after intubation, user noted oxygen saturation dropping and air leak with bagging of tube noted. Re-intubation accomplished without incident. On examination of the tube, it was noted that the valve used to inflate balloon was not working properly.